Manufacturer narrative:
While on the phone with dario's representative, the user reported receiving bg readings of 250 mg/dl, 275 mg/dl and 300 mg/dl from her dario meter. She also reported that after opening and testing her bg with a new strips cartridge, her readings were in a normal range for her. A replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. After the above was received, dario's representative followed up with the user who reported that her bg readings are in normal range for her. The user stated that since she no longer had any issues with her bg readings, she was not interested in performing the control solution test with dario's representative. During this phone call, it was determined that the user was storing her strips cartridge in the kitchen. Dario's user guide states in the section of general precautions: "do not store the meter or test strips in an area where the humidity is outside of the range 10-90%, such as a bathroom or kitchen." Since the user's bg reading issue was resolved with new strips, therefore, it can be determined that there was misuse of the strips. This complaint is not confirmed.

Event description:
On august 22nd, the user contacted dario to report high blood glucose (bg) readings.the user reported receiving high bg readings for the past two months. She also stated that when she opens a new cartridge, her bg readings are in normal range, however when there are seventeen to twenty days left of testing her bg in order to finish the strips cartridge, she receives high bg readings.